Manufacturer narrative:
The device has not been returned for investigation as it remains in-situ. A review of x-ray films provided confirm the alleged event.

Event description:
Information was received that a revision procedure is planned in october. As per the reporter, the nail stopped transporting.